Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the backup battery did not work. After turning it off, the user was able to get it to come on. The problem was intermittent. As a result, an alternated device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.